Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of -8.00/6.0/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced refractive surprise. It was reported that the lens has been rotated and the patient is doing well.